Event description:
It was reported that during a brevera procedure on an unknown date , the physician could not obtain samples from the patient. It is unknown if the procedure was completed . No other information is available.

Manufacturer narrative:
Additional information received : the initial procedure was not completed through a sample was retrieved. The sample was suspicious and resulted in a second procedure in another facility which was completed without issue. The second procedure confirmed that the suspect tissue was malignant and the patient is undergoing treatment for breast cancer.